Manufacturer narrative:
(B) (4). Final catheter analysis revealed a hole in the most distal catheter segment located under the strain relief shroud at the end of the connecting pin. The proximal piece of catheter was deformed in shape and noted to have multiple twists and bends along the entire length.

Event description:
It was reported that there was a catheter malfunction. The catheter was revised. No pt symptoms were reported. The pt recovered without sequela. The pump was used to deliver lioresal. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.